Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with prolapsed leaflets. A mitraclip xt was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xt was inserted and deployed on the mitral valve. However, post deployment, the clip opened to 10 degrees. It was noted that the clip was stable on the leaflets. A third clip, a mitraclip xtw was then inserted and deployed opposite to the second clip, reducing mr to a grade of 1.5. There were no adverse patient effects and no clinically significant delay in the procedure.